Event description:
This is a case received. A nurse reported that in 2008 at 2:30 am, a homechoice device administered to the potential 1l more solution than the programmed volume. Information regarding the patient's programmed therapy was not available. After the event, the equipment resumed functioning correctly according to the programmed therapy. The status of the patient is unknown.

Manufacturer narrative:
Device had been requested, but not received for evaluation at the time of submission of this report. A follow up will be submitted if evaluation results become available.